Event description:
The handpiece was returned to the MFR for svc, and during the eval, the device oscillated while in reverse. There was no pt involvement at the MFR during the event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc. During the eval, the device oscillated while in reverse. Evidence of non-stryker parts and svc was found, which may have contributed to the event. Based on the investigation details, the primary failure was attributed to the asic motor controller, which was replaced along with other components.